Event description:
There was an allegation of questionable elecsys hcg+beta results for 1 patient sample on a cobas e 402 analytical unit. The initial result was 55.5 miu/ml. On (B)(6) 2024 the repeated result was 3.26 miu/ml. This result was reported outside the laboratory and was released to the patient. On (B)(6) 2024 the repeated results were 0.2 mii/ml and 0.2 mii/ml. The initial result was obtained from the primary gel tube. The repeated results were obtained using hitachi cups.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The customer's calibration and qc were acceptable. A general reagent issue was excluded. The system's alarm trace showed sample clot detection alarms, indicating possible pre-analytical issues. The investigation is ongoing.

Manufacturer narrative:
The sipper flow path maintenance had not been performed. The measuring cell total test counter was higher than 85000 tests. The investigation determined the issue was consistent with a pre-analytical handling issue.